Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction." This report is number 3 of 8 mdrs filed for the same patient (reference 1825034-2016-05023 / 1825034-2016-05030).

Event description:
Patient underwent a left knee revision procedure approximately seven weeks post implantation due to infection. All components were removed and replaced.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Review of sterilization certification confirms the device was sterilized in accordance with iso 11137-2. This device is used for treatment. The complaint components were reviewed for compatibility with no issues noted. Root cause could not be determined with information available. Concomitant products: oss poly bumper lock pin: catalog 150510, lot 014090. Oss reinforced yoke: catalog 150493, lot 220000. Oss tibial poly bearing 20mm: catalog 150414, lot 093360. Oss rs axle: catalog 161035, lot 373600. Oss poly tibial bushing: catalog 150476, lot 324660.